Event description:
It was reported that during central processing, the instrument rod cracked, deformed, and became loose. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated or confirmed the customer reported complaint "the staff found that the end of the instrument rod cracked and deformed". Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.103 x 0.059 was not returned with the instrument. Root cause of this failure is most commonly attributed to misuse/mishandling. A review of the instrument log for the 8mm large needle driver associated with this event has been performed. There was no information available in the logs as the instrument was just pulled out of the box. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Review of the provided images is consistent with the alleged complaint. Root cause of this failure is most commonly attributed to misuse/mishandling. The main tube is broken, which is consistent with the analysis result. No further escalations required for the image review.